Event description:
The guidewire (subject device) was returned back to boston scientific. Observation of the device found the polytetrafluoroethylene (ptfe) coating to be peeled and the guidewire to be kinked. To there was no reported clinical consequence to the patient.

Manufacturer narrative:
Visual inspection of the returned guidewire noted the device was kinked at 121.2cm and wavy at approximately 274.0cm to 277cm from its proximal end, this most likely occurred due to handling of the device during the procedure. The polytetrafluoroethylene (ptfe) coating was peeled on several places along its proximal section between 121.0cm to 122.5cm.the torque device brass collett markings appeared to be on the guidewire. From the condition of the guidewire it appeared that the torque device had been dragged down the device. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The distal end of the guidewire was shaped. The labeling states: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.

Event description:
The guidewire (subject device) was returned back to boston scientific. Observation of the device found the polytetrafluoroethylene (ptfe) coating to be peeled and the guidewire to be kinked. To there was no reported clinical consequence to the patient.

Manufacturer narrative:
PMA / 510 (k) #: k032146, k002907.